Event description:
On (B)(6) 2003, dr (B)(6) implanted a bard mesh monofilament knitted polypropylene 2" x 12" in my abdomen to resolve a pelvic organ relaxation. This product failed to resolve the issue due to erosion. I experienced the same issue with the result and have had a second surgery to correct this on (B)(6) 2012.